Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient is experiencing an infected right knee. The initial surgery was done on an unknown date. Subsequently, a washout and poly exchange was performed, however the infection was not resolved and infection remained. Sixty days after the revision a second revision was performed with all implants removed and an antibiotic spacer installed. The antibiotic spacer should remain for about 5-6 weeks, after which time the patient will be fitted with a new poly and locking bar.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products(reported). Unk vngd femoral lot# unk. Unk vngd tibial lot# unk. Unk vngd tibial stem 16x80 lot# unk. Unk vngd bearing lot# unk.